Event description:
Customer reported a failure code 812:02. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have info whether incident occurred during pt infusion. Although baxter requested, no additional info was provided regarding pt demographics, medication involved, or device programming info. No additional contact info was provided.

Manufacturer narrative:
Eval was completed and the customer's reported condition of the failure code 812:02 was confirmed. A visual inspection of the pump head module revealed no signs of wear or damage. Motor rotation was observed and dissassembly of the gearbox assembly revealed broken and worn teeth on the gearbox. This condition would not allow normal rotation of the shuttle motor causing the intermittent 812:02 failures. The shuttle motor gears were replaced.